Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) malfunctioned. Fiber optic connector broken has been reported. There was no patient involvement reported.

Manufacturer narrative:
Initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.